Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise on patient's atrial and ventricular leads causing auto mode switching and high ventricular rate (hvr) episodes was observed. Noise was not reproducible in clinic. The patient was asymptomatic. Review of session records revealed noise characteristic of both emi and possible lead noise. Further evaluation will be performed. Leads will continue to be monitored.